Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that there had not been an explant and the patient was exiting from the study as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient reprogrammed due to shocking sensations by the stimulator when they changed position; the clinical diagnosis was shocking sensation with movement. It was documented in the patient¿s record on (B)(6) 2018 that they had turned it off as they had 100% pain control with no narcotics. It was noted that the event was possibly related to the device or therapy, unlikely related to the implant procedure, and due to programming. Diagnostics and interventions taken included interrogating the device, reprogramming, and suspending the therapy. The patient had not used the stimulator since late (B)(6) 2018, wanted the stimulator explanted, and would schedule that in the near future. It was noted that the outcome of the event was unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.